Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced multiple shocks after tachy therapy was turned off. Boston scientific technical services (ts) discussed pacing typically remains on after dnr programming. This device remains in service. No adverse patient effects were reported.